Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of swelling, bruising, and discoloration at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 15-nov-2024 by a registered nurse via sales representative concerning a 45-year-old female patient. Additional information was received on 24-nov-2024 from the same reporter. The medical history of the patient included alpha gal from lone star tick bite. No information about concomitant medication or previous filler treatments has been provided. In (B)(6) 2024, the patient underwent a dental cleaning. On (B)(6) 2024, the patient received treatment with 0.5 ml of restylane kysse (lot 22172, expiry date 31-dec-2025) to upper and lower lips using 30g needle with a vertical injection technique for lip augmentation. The injection was completed at 3 pm. On the same day, post completion of injection, the patient experienced mild bruising (implant site bruising), and ice was applied to the area. She had no complaints of pain or numbness. About four hours after the injection, at 6.30 pm, the patient informed the hcp that she developed severe swelling (implant site swelling) of the right upper lip with purple/red area (implant site discoloration) area above the swelling. Later, she was diagnosed with vascular occlusion (vascular occlusion) of the right upper lip. The patient was instructed to take four 81 mg of aspirin [acetylsalicylic acid] and return to hcp office for evaluation. Later, on the same day, the hcp injected entire upper lip area with 7 vials of hylenex [vorhyaluronidase alfa] using a cannula and instructed her to take one viagra [sildenafil citrate] after returning home and scheduled a follow-up visit on (B)(6) 2024. On (B)(6) 2024, when patient returned to hcp, an ultrasound was performed and there was no evidence of vascular occlusion remaining. All vessels of the lips and face were clear. On (B)(6) 2024, the patient recovered from the vascular occlusion. The reporting hcp assessed the causality of the treatment and event of vascular occlusion as possible. The hcp thought there was a little in the vessel and when the lips were swollen, it might have caused occlusion. Outcome at the time of the report: vascular occlusion was recovered/resolved. Swelling was recovered/resolved. Bruising was recovered/resolved. Purple/red area was recovered/resolved.